Manufacturer narrative:
An investigation is currently underway upon completion the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare in 2007 that a customer had a problem with an insulin syringe. The customer reports "she was injecting her insulin as normal and as she was trying to pull the syringe out it would not come out of her skin. She says that she pulled as hard as she could and the entire syringe had to be removed by the doctor once she got to the emergency room. The doctor numbed the area and was able to pull it out without pain."